Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller was exchanged in the patient room. The patient reported the system controller "shutting down for approximately 15-20 seconds and the display was black without any lights". The patient endorsed the system controller was "turning on" on its own. Log files were sent for review. The log files captured backup battery alarms throughout the event history due to the system controller backup battery reaching the end of its service life. The driveline was disconnected from the system controller at 12:50 pm on 26apr2026. The log file did not show any pump stops so the system controller was on and operating the pump. There were no other unusual events recorded in the log file event history. The mechanical circulatory system (mcs) equipment was operating as intended. Log files from the patient's current system controller were sent for review on 28apr2026. The log file captured no unusual events, and the mechanical circulatory system (mcs) equipment was operating as intended.